Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-714 / lot: unknown (x4). Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-(B)(6) 2003, ae onset date: (B)(6) 2003; ae description: patient is having increased right arm symptoms. Treatment: no; description: CT-scan shows pt has a delayed union. Pt was given the option to revise this or continue to wait and observe. Post op visit date- (B)(6) 2005, description: radiographs reveal still a line through her fusion mass, which would indicate a failed fusion. Pt states that for the most part, doing quite well but still gets some left arm pain. Additional comments: if symptoms escalate, may require revision surgery but as long as pt is doing well, there would be no reason to intervene. Post op visit date- (B)(6) 2006 ae outcome: resolved; description: the patient reports doing well and has no complaints. Pt is not interested in any additional procedures regarding the possible non-union. Post op visit date- (B)(6) 2008, ae onset date: (B)(6) 2008; ae description: pt. Has increasing neck pain into left shoulder and left arm following an mva on (B)(6) 2008. Other treatment: x-rays additional treatment: pt. Was treated at a local ER and had cervical x-rays and was given percocet for pain. Vicodin and flexeril were prescribed at discharge from ER. Description: radiographs show some motion at the fusion site. Pt may have significantly aggravated delayed fibrous union at c5-6. If pt continues to be symptomatic, may require revision as a direct result of this accident. Post op visit date- (B)(6) 2010, other treatment: CT-myelogram cervical on (B)(6) 2010 increasing rt. Arm pain, neck pain and headaches. May have disrupted a fibrons union at c5-6 and new disc injuries at c4-5 and c6-7. Recommend CT-myelogram. Description: (B)(6) 2010 continues to have pain and symptoms. CT myelogram reveals failed fusion. Continues to have pain in rt. Arm, rt. Shoulder and rt. Forearm. Recommend MRI to rule out any other adjacent problems. If continues symptoms, recommend revising fusion.